Manufacturer narrative:
Per report, "cuff wont inflate or deflate. With the wall adapter or batteries. Was able to turn on and program date and time." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "cuff won't inflate or deflate. With the wall adapter or batteries. Was able to turn on and program date and time."

Manufacturer narrative:
Update to annex codes h6 (annex codes c and d). Update to h2.